Manufacturer narrative:
D4: UDI no. N/a as this product is not exported to the us market. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . Appearance confirmation the returned device was one runthrough and a concomitant device. It had been bent in the platinum coil. It was thought to be caused due to shaping. The coil had been jumbled at the distal end. It had been kinked at the distal end (the coil pitch was opened). The ptfe coat had continuously peeled off along approx. 440mm to approximately 950mm from the distal end. The ptfe coat had continuously peeled off along approx. 964mm to approximately 1048mm from the distal end. Composition analysis of the black fragment (ftir measurement) the spectrum of the black fragment of the actual device was similar to that of ptfe coat + marine blue (dye). Dimensions.the outer diameters of the platinum coil, stainless steel coil, and shaft (normal parts): they met the factory's specifications. No anomaly was found. Appearance confirmation of concomitant device it had been abraded on the surface. History investigation of the involved product code and lot number no anomaly was found in the results of the history investigation. Based on the investigation results, no anomaly was found in the manufacturing history or dimensions of the actual device. In addition, as one of the possibilities, from the event noted in the complaint, it was thought that the coil became kinked or jumbled since the actual device got stuck in the side hole of the concomitant device and a torque load or tensile load was applied to release the stuck. It was thought that when it got into the side hole, it was rubbed against some hard object such as the blade wire of the side hole, causing the ptfe coat to peel off. However, since the details of the procedure were unknown, the cause of the occurrence could not be identified. Relevant IFU reference: if any resistance to the runthrough ns or the dilatation catheter is felt during manipulation or if the shape, behaviour or position of the guide wire's tip seems improper, e.g., in a case where the tip is trapped due to vessel spasm or some other cause or the tip is folded as shown in fig. 2, stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo medical corporation received the following reported information: mach 1 guide catheter 6fr sh (side hole) was placed in coronary artery #7. The resistance was encountered when delivering runthrough guidewire and it was impossible to insert it. Once the wire was removed, a black substance which seemed to be a peeled piece of the wire was retrieved with it. The procedure was finished successfully after replacing the wire with a new one. There was no harm to the patient reported.